Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the threshold had increased and the sensing had decreased. X-ray was performed and it was confirmed that the lead was dislodged and appeared stretched. The lead was explanted and replaced and the patient was stable.